Event description:
It was reported that the customer's insulin pump had an electronic failure. Her reports said she did not receive a bolus in five days and had incorrect numbers for the boluses she administered. She was unable to upload her insulin pump to carelink. In the alarm history low reservoir alarms and a battery out limit alarm were found. Her blood glucose level was 71 mg/dl. The insulin pump had a history anomaly. She was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump was programmed with bolus then downloaded history file using carelink pro. The bolus was delivered properly and showed up in down load report. No history anomaly noted. The insulin pump had a cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.